Event description:
Reportedly, the beginning of the release is correct in the sfa and then the stent stretched in its middle part. The end of the release is correct. The very end the length of the stent is 150mm long instead of 120mm.

Manufacturer narrative:
Device not returned.